Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed, and no anomalies were found. Concomitant product: model: 407652, implantable pacing lead, implant: (B)(6) 2010. (B)(4).

Event description:
It was reported that a patient received multiple shocks, which were considered as inappropriate therapy, due to oversensing and noise on the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD). The physician was unable to determine if the there was a lead or device issue so both the implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead were replaced. No further patient complications have been reported as a result of this event.